Manufacturer narrative:
Device received with no display due to lcd display bleeding noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump display was gone out and customer was not able to see anything with it. The blood glucose level was at unknown the time of incident. The insulin pump will not be returned for analysis.